Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An electric continuity test was performed and passed. Energy delivery was tested and passed in various grip orientations. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the force bipolar instrument will not open all the way and cauterize properly. The procedure was completed with no reported injury.